Event description:
A malfunction occurred with the customer's pump, specifically displaying malfunction code 24, which could not be reset. There was no adverse impact on the customer's blood glucose levels, as they did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).